Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in a moderately calcified left common femoral artery using perclose proglide devices. Reportedly, after retracting the foot using the lever, the device became stuck and could not be removed. The lever was throttled opened and closed numerous times, but the device remained stuck. The device was pulled out from the patient anatomy forcefully causing a large dissection of the vessel. Two non-abbott covered stents were implanted to treat the dissection via contralateral common femoral artery access. The access site was surgically sutured to achieve hemostasis. Thrombus was identified in a distal leg artery and was removed via a thrombectomy. Due to the difficulty removing the device and subsequent vessel dissection, the aaa procedure was not performed. There was a reportedly significant clinical delay in performing the aaa repair procedure. The duration of the hospital stay was not extended as a result of the product experience. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, a user facility medwatch report was received that states "perclose inserted for pre-closing of the left femoral artery post endovascular aortic revascularization (evar). Perclose "snagged" in artery at time of deployment and was difficult to remove. Evar never performed secondary to dissection, perforation, and thrombosis requiring extensive thrombectomy and covered stent placement. What was the original intended procedure? Percutaneous aaa treatment. Device usage problem: device malfunction that is, the device did not do what it was supposed to do." No additional information provided.

Manufacturer narrative:
(B)(4). Subsequent to the initial medwatch report, the customer reported that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. (B)(4). Reportedly, the device was pulled out from the patient anatomy forcefully causing a large dissection of the vessel, perforation, thrombosis requiring extensive thrombectomy, and placement of a covered stent. Under the precautions section of the instructions for use the operator is instructed to not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. (B)(4).

Event description:
Subsequent to the previously filed medwatch report, additional information received: the clot (thrombus) was found in the left external iliac artery. There was no flow past the left external iliac artery. After thrombectomy and stent implantation the patient's foot was warm and well perfused. The patient was discharged to home the next day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Against resistance - reportedly, the device was pulled out from the patient anatomy forcefully causing a large dissection of the vessel. Under the precautions section of the instructions for use the operator is instructed to not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The left common femoral artery was reportedly moderately calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established, in patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).